Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. The other relevant blood glucose level was 380 mg/dl. The customer was treated with manual injections. The troubleshooting was not performed for high blood glucose. The insulin pump passed all the tests but the customer did not trust the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly noted. Pump passed the delivery accuracy test at 0.08710 inches.